Manufacturer narrative:
The second otw omni 35 pn 1008182-28, lot # 8040151, referenced will be filed respectively under the same manufacturer report number. A review of both finished device lot history records did not reveal any non-conformities which could have contributed to this complaint. No root cause was identified for the stent dislodgements which can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy, pt anatomical morphology, and pt disease state. The omnilink .035" biliary stent delivery system is intended for palliation of malignant strictures in the biliary tree. All omnilink balloon crimped stents are 100% visually inspected in the manufacturing process at abbott vascular.

Event description:
Device malfunction: stent dislodgement. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a bilateral aortoiliac stenosis "kissing stent" procedure, the stents came off the balloon prematurely. The physician embedded the dislodged stents against the vessel wall in an unintended site. There were no reported adverse pt effects. Although requested, there was no add'l info provided.